Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/15/2013 with the following findings: during investigation, the pump¿s black box was reviewed and dates begin on (B)(6) 2013. The pump was used after the original complaint date (B)(6) 2012 and all histories and black box data for the event has been overwritten. The total daily doses added up correctly to reflect the user¿s programmed basal rates. Only typical usage alarms and warnings were observed in the current alarm history; there were no alarms or errors related to the complaint. The pump was found to be delivering within the required specification at the conclusion of the 29 hour flow accuracy test. The pump information for the complaint date has been overwritten, and therefore the complaint was unable to be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2012 the patient contacted animas alleging that her blood glucose (bg) has been erratic, and stated that on (B)(6) 2012 she was found unresponsive after having a bg of 27 mg/dl. The patient was unsure why her bg had gone so low. The patient was reportedly treated by paramedics and taken to the hospital, where she was admitted and stayed for three days. The patient did not specify what treatment she was given or what her bg values were at the hospital or upon discharge from the hospital. The patient mentioned that on (B)(6) 2012 after she returned home from the hospital, she passed out but was unsure what the reason was. There were no other bg values given related to this incident aside from the initial low bg of 27mg/dl. The patient could not recall details and was a poor historian. The customer had contacted customer technical support (cts) for troubleshooting due to the erratic bgs. The troubleshooting that was done on (B)(6) 2012 revealed low cartridge warnings, empty cartridge alarms, and one replace battery alarm. Troubleshooting could not be completed during the initial contact. On (B)(4) 2012, cts followed up with the patient to complete troubleshooting. Cts attempted to troubleshoot the pump's advanced settings; however the patient was unsure what they should be set to and declined review, stating she wanted to review with her md. The patient is reportedly on dialysis and is taking a blood thinner and blood pressure medication. The patient admitted that she had been making her own basal rate adjustments and also had not been eating at night. Cts advised the patient that troubleshooting indicated that the pump was delivering insulin as programmed and advised the patient to speak with her healthcare provider. The pump is not being returned at this time and there has been no further reported incident. This complaint is being reported because the patient allegedly experienced hypoglycemia while using insulin pump therapy and it is unclear at this time what the cause of the reported incident was.